Event description:
It was reported that the insulation on the atrial lead was damaged during the prophylactic extraction of the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. There was blood on the proximal conductor and distal lv (low voltage) electrode of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut and melting and developed cosmetic esc (environmental stress cracking) while in vivo. Visual summary analysis of the lead indicated apparent explant damage.